Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix partly extended and bent, tissue visible inside helix, no further helix testing possible.

Event description:
It was reported that upon attempting to implant a right ventricular (rv) lead, the screw would not deploy. Another rv lead was attempted to be used instead but the screw would not deploy on the second lead as well. The leads were not implanted as a result and a different lead was used. No patient complications have been reported as a result of this event.